Event description:
It was reported that the pacemaker exhibited undersensing in the right atrial (ra) channel. Programming adjustments were made. The pacemaker system remains in service. No adverse patient effects were reported.